Event description:
The reporting source did not have additional information regarding the cause of death. The patient was not treated at that facility at time of death. Attempts for additional relevant information have been unsuccessful to date. A copy of the death certificate is unable to be obtained per state policy.

Event description:
It was reported that the patient was deceased per the electronic medical record system. The obituary was found and reported the date of death as (B)(6) 2012. The cause of death is not known. Attempts for additional relevant information has been unsuccessful to date.